Manufacturer narrative:
Investigation results: device analysis findings: upon receipt at our post market quality assurance laboratory, this pcb 2cm device was examined. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. The returned device was attached to an inflation unit. Positive pressure was applied when di water was observed to be leaking from a balloon pinhole located approximately 10mm distal of the proximal markerband. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device. No other issues were identified during the product analysis. DHR (device history record) review it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: updated review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review performed for the pcb 2cm device confirmed that the events of balloon- material rupture was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Conclusion based on a thorough review of the reported complaint, boston scientific concludes the most probable root cause as adverse event related to patient anatomy and / or condition.

Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the mildly tortuous superficial femoral artery. A 5.00mm / 2.0cm / 135cm otw peripheral cutting balloon was advanced for dilatation. During the inflation at 10 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. There were no patient complications as a result of this event.

Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the mildly tortuous superficial femoral artery. A 5.00mm / 2.0cm / 135cm otw peripheral cutting balloon was advanced for dilatation. During the inflation at 10 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. There were no patient complications as a result of this event.